Event description:
A middle-aged patient was admitted for elective total laparoscopic hysterectomy. During laparoscopic vaginal hysterectomy, the laparoscope showed small plastic piece observed in the abdomen. Trocars inspected with naked eye without identifying questionable area. Small plastic piece obtained and saved in specimen container for investigation purposes.====================== health professional's impression======================unknown